Event description:
Revision case where surgeon had to take out two mandible 3-d plates that broke in the patient. Surgeon replaced the plates with 6 hole fracture plates and 2.3 locking screws. The surgeon, dr. Said that he believes failure was for two reasons: non-complaint patient because she was chewing before three weeks as per his instructions. Weak degenerative bone.